Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the spinal cord stimulation (scs) lead was repositioned. The patient was doing well postoperatively. Nothing was explanted or added, device remains implanted and in service.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.